Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had two signal artifact monitor (sam) epsiodes. The first sam episode resulted in the vector being switched. The second sam episode was a result of the false positive detection of atrial fibrillation (af). The respiratory rate trend (rrt) feature was disabled. Technical services (ts) discussed reprogramming options with the health care professional (hcp). The device remains in use. No adverse patient effects were reported.